Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Report source: majdalany se, levin ba, ghani kr. The efficiency of moses technology holmium laser for treating renal stones during flexible ureteroscopy: relationship between stone volume, time, and energy. J endourol. 2021 dec;35(s3):s14-s21. Doi: 10.1089/end.2021.0592. Pmid: 34910609. (B)(4).

Event description:
It was reported to boston scientific via an article, the efficiency of moses technology holmium laser for treating renal stones during flexible ureteroscopy: relationship between stone volume, time, and energy. It was examined the relationship of stone volume and density to lithotripsy, lasing times, and energy used to treat a single renal stone. Out of the twenty-nine patients involved in the study, some patients had postoperative complications. Three (10.3%) had a clavien-dindo grade 1 complication. One patient made an office phone call for stent-related pain treated with analgesics. Two patients had an ed visit, one for urinary retention treated with a foley catheter and removed in the office. The second patient had flank pain, resolved with early removal of the stent. No patients required unplanned surgical intervention.